Event description:
After 5+ months of implantation, this lead was explanted because of an infection.

Manufacturer narrative:
The device was not returned for analysis, therefore, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached analysis for complete details.